Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/pt alleging that the onetouch ultra meter is "reverting into the setup mode." A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages his diabetes with self adjusting insulin. The product issue began the day before at 8pm. The pt could not obtain his blood glucose reading on the subject meter due to the "reverting into the setup mode" issue. On his own accord, the pt skipped his normal evening lantus dose, as he reportedly was unable to follow his insulin sliding scale. After the product issue began, the pt reportedly was "feeling low." The pt did not receive any treatment. During troubleshooting, the product issue was resolved with training. The "reverting into the setup mode" began after the pt removed/replaced the onetouch ultra meter's battery. This complaint is being reported because the rptr claimed that the pt was "feeling low," which can be suggestive of hypoglycemia after the product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.